Manufacturer narrative:
Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e2339 captures the reportable event of ulcer.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, had recently experienced anal pain, the patient was prescribe with medication. A rektoscopy was performed, were proctitis with edema was found, no signs of ulcers were noted. Later, the patient was hospitalized where a sigmoidoscopy was performed due to an anal ulcer. The event was reported as ongoing.

Manufacturer narrative:
Additional information: block b5 and h6 has been updated with the additional information received on 10dec2025. Additional information: block b5 and h6 have been updated with the additional information received on nov 05, 2025. Additional information: block b5 has been updated with the additional information received on jun 31, 2025. Additional information: block b5 and block h6 have been updated with the additional information received on jun 2, 2025. Additional information: block b5 and block h6 have been updated with the additional information received on march 25, 2025. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e2339 captures the reportable event of ulcer.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, had recently experienced anal pain, the patient was prescribe with medication. A rektoscopy was performed, were proctitis with edema was found, no signs of ulcers were noted. Later, the patient was hospitalized where a sigmoidoscopy was performed due to an anal ulcer. The event was reported as ongoing. Additional information: it was later reported that the patient underwent a magnetic resonance imaging (MRI) that shoed a pronounce inflammatory reaction that required the creation of temporary stoma. The pain was managed with a palladone perfusor, gradually transitioned to oral medication. The patient was discharged of the hospital in good condition. Additional information: it was further reported that the patient developed a fistula, this event was deemed as related to the device. Additional information: it was additionally report that the fistula occurred, later january of this year. The patient was hospitalized and during that the patient underwent a sigmoid stoma procedure. The event was report as ongoing. Additional information: it was further reported that the patient experienced a serious infection, therefore he was hospitalized for one week. Then the event was reported as resolved. The relationship between the infection and the device was reported as possible related. Additional information: it was reported that the patient underwent a da vinci prostatectomy. The case was reported as resolved.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, had recently experienced anal pain, the patient was prescribe with medication. A rektoscopy was performed, were proctitis with edema was found, no signs of ulcers were noted. Later, the patient was hospitalized where a sigmoidoscopy was performed due to an anal ulcer. The event was reported as ongoing. Additional information: it was later reported that the patient underwent a magnetic resonance imaging (MRI) that shoed a pronounce inflammatory reaction that required the creation of temporary stoma. The pain was managed with a palladone perfusor, gradually transitioned to oral medication. The patient was discharged of the hospital in good condition. Additional information: it was further reported that the patient developed a fistula, this event was deemed as related to the device. Additional information: it was additionally report that the fistula occurred, later (B)(6) of this year. The patient was hospitalized and during that the patient underwent a sigmoid stoma procedure. The event was report as ongoing.

Manufacturer narrative:
Additional information: block b5 has been updated with the additional information received on jun 31, 2025. Additional information: block b5 and block h6 have been updated with the additional information received on jun 2, 2025. Additional information: block b5 and block h6 have been updated with the additional information received on march 25, 2025. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e2339 captures the reportable event of ulcer.

Manufacturer narrative:
Additional information: b5 and h6 have been updated with the additional information received on jun 2, 2025. Additional information: b5 and h6 have been updated with the additional information received on march 25, 2025. H6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e2339 captures the reportable event of ulcer.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, had recently experienced anal pain, the patient was prescribe with medication. A rektoscopy was performed, were proctitis with edema was found, no signs of ulcers were noted. Later, the patient was hospitalized where a sigmoidoscopy was performed due to an anal ulcer. The event was reported as ongoing. Additional information: it was later reported that the patient underwent a magnetic resonance imaging (MRI) that shoed a pronounce inflammatory reaction that required the creation of temporary stoma. The pain was managed with a palladone perfusor, gradually transitioned to oral medication. The patient was discharged of the hospital in good condition. Additional information: it was further reported that the patient developed a fistula, this event was deemed as related to the device.

Manufacturer narrative:
Additional information: block b5 and e1 has been updated with the additional information received on 04mar2026. Additional information: block b5 and h6 have been updated with the additional information received on 10dec2025. Additional information: block b5 and h6 have been updated with the additional information received on nov 05, 2025. Additional information: block b5 has been updated with the additional information received on jun 31, 2025. Additional information: block b5 and block h6 have been updated with the additional information received on jun 2, 2025. Additional information: block b5 and block h6 have been updated with the additional information received on march 25, 2025. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e2339 captures the reportable event of ulcer.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, had recently experienced anal pain, the patient was prescribe with medication. A rektoscopy was performed, were proctitis with edema was found, no signs of ulcers were noted. Later, the patient was hospitalized where a sigmoidoscopy was performed due to an anal ulcer. The event was reported as ongoing. Additional information: it was later reported that the patient underwent a magnetic resonance imaging (MRI) that shoed a pronounce inflammatory reaction that required the creation of temporary stoma. The pain was managed with a palladone perfusor, gradually transitioned to oral medication. The patient was discharged of the hospital in good condition. Additional information: it was further reported that the patient developed a fistula, this event was deemed as related to the device. Additional information: it was additionally report that the fistula occurred, later january of this year. The patient was hospitalized and during that the patient underwent a sigmoid stoma procedure. The event was report as ongoing. Additional information: it was further reported that the patient experienced a serious infection, therefore he was hospitalized for one week. Then the event was reported as resolved. The relationship between the infection and the device was reported as possible related. Additional information: it was reported that the patient underwent a da vinci prostatectomy. The case was reported as resolved. Additional information: it was reported that the patient experienced exacerbation pain related the different infections that he had experiencing, due to this event the patient was admitted for IV antibiotics therapy with meropenem for multi-resistant klebsiella as well as renewed adjustment of pain therapy. The patient reported having burning pain in the urethral region, with intermittent traction sensations, practically when frequent urge to urinate was suppressed. The plan to manage the subject's pain included medication adjustments, physiotherapy focusing on muscle relaxation and selective training of the pelvic floor, and co management by a pain nurse, especially with implementation of relaxation techniques.

Manufacturer narrative:
Additional information- block b5 and block h6 have been updated with the additional information received on march 25, 2025. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e2339 captures the reportable event of ulcer.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, had recently experienced anal pain, the patient was prescribe with medication. A rektoscopy was performed, were proctitis with edema was found, no signs of ulcers were noted. Later, the patient was hospitalized where a sigmoidoscopy was performed due to an anal ulcer. The event was reported as ongoing. Additional information it was later reported that the patient underwent a magnetic resonance imaging (MRI) that shoed a pronounce inflammatory reaction that required the creation of temporary stoma. The pain was managed with a palladone perfusor, gradually transitioned to oral medication. The patient was discharged of the hospital in good condition.

Manufacturer narrative:
Additional information: block b5 and h6 have been updated with the additional information received on nov 05, 2025. Additional information: block b5 has been updated with the additional information received on jun 31, 2025. Additional information: block b5 and block h6 have been updated with the additional information received on jun 2, 2025. Additional information: block b5 and block h6 have been updated with the additional information received on march 25, 2025. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e2339 captures the reportable event of ulcer.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, had recently experienced anal pain, the patient was prescribe with medication. A rektoscopy was performed, were proctitis with edema was found, no signs of ulcers were noted. Later, the patient was hospitalized where a sigmoidoscopy was performed due to an anal ulcer. The event was reported as ongoing. Additional information: it was later reported that the patient underwent a magnetic resonance imaging (MRI) that shoed a pronounce inflammatory reaction that required the creation of temporary stoma. The pain was managed with a palladone perfusor, gradually transitioned to oral medication. The patient was discharged of the hospital in good condition. Additional information: it was further reported that the patient developed a fistula, this event was deemed as related to the device. Additional information: it was additionally report that the fistula occurred, later january of this year. The patient was hospitalized and during that the patient underwent a sigmoid stoma procedure. The event was report as ongoing. Additional information: it was further reported that the patient experienced a serious infection, therefore he was hospitalized for one week. Then the event was reported as resolved. The relationship between the infection and the device was reported as possibly related.